Manufacturer narrative:
An event of early degeneration and dysfunction of the valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, eighteen photos were received for analysis. The images demonstrated tissue ingrowth or a torn cusp in multiple valves. As the photos were unlabeled, it could not be determined which, if any, of the photos depicted this valve, serial number (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date between 2016 to 2017, a 23mm biocor valve was implanted in the aortic position. In 2019, the patient presented symptoms of early degeneration and dysfunction of the valve. Data from test results did not show inflammatory reaction on the valves and the cuff, and there was no bacterial growth. On an unknown date in 2019, the valve was explanted.